Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Two batch numbers provided batch: 2405403 batch creation date: 2024-05-17 batch expiration date: 2026-04-30 full UDI: (B)(4). Batch: 2406413 batch creation date: 2024-06-25 batch expiration date: 2026-05-31 full UDI: (B)(4).

Event description:
Material# 515064 batch# 2405403 and 2406413. P-20 protectors (515064) are leaking residue on the membrane consistently. Additional information: during the detachment of the bd optima injector (n40 and/or n-35) from the vial components (bd optima protector p-20 or bd optima infusion adapter c100-o), we consistently notice visible drug residue left on the top of the vial adapter. There has been no patient harm or injury. We are just concerned for our team members who are being exposed to hazardous drug residue during preparation of these medications. It appears that liquid is coming out of the membrane. This is also occurring after the first withdrawal.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one unused p20-o optima protector from lot 2405403 was provided to our quality team for investigation. Functional testing was performed; liquid was passed through the system and no evidence of any leak was identified. Upon disengaging the injector from the mating component, a cloth was used to wipe across the membranes, no evidence of fluid or any leak was found. A device history review was performed for protector lots 2406413 and 2405403, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for all provided lots, and all results were found to be acceptable. Three retained samples from p20-o protector lots 2405403 and 2406413 were used for additional evaluation. The membranes were punctured up to ten times, in all cases the product functioned as intended and no leakages occurred. Based on the sample evaluation and quality team's investigation, we cannot identify a root cause related to our process at this time. To date, there have been no other similar events reported for the lots provided. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.